Event description:
Pt's adverse events were initially forwarded to (B)(4). Pt's stepfather reported that his step-daughter received an injection of belotero in (B)(6) and experienced tongue swelling and difficulty swallowing. She was hospitalized. The received info was forwarded to (B)(4). Multiple (B)(4) reports (initial and follow-ups) were received from (B)(4) stating this spontaneous report received from a (B)(6) health care professional concerns a (B)(6), female, pt, who was injected on (B)(6) 2012 with a 0.5 ml of belotero basic dermal filler for treatment of her forehead and chin. Per nurse prescriber (nip; nurse independent prescriber), the injection depth was reported as dermal. The forehead was injected with five injection points; the chin was injected with four injection points. The pt experienced swollen tongue and throat on (B)(6) 2012 and was hospitalized. Corrective treatment included prednisolone once daily and "chloramphetamine" (chlorphenamine maleate) three times a day. On (B)(6) 2012, the event term brain stem stroke was added to the case. Event onset was (B)(6) 2012. Follow-up info was received from the physician who runs the intensive care unit at the hospital. Accordingly, following diagnostic procedures were carried out: MRI scan and clinical examination, together with a cta (angiogram). Diagnosis was made as follows: the stroke that the physician diagnosed and treated relates to the basilar artery vessels at the back of the brain rather than the front of the brain. The temporary damage may have been caused by an embolus. The area of the brain that was damaged does deal with swallowing. From the records at the ent department of the hospital who carried out an endoscopy (when the pt first visited hospital and was discharged) said that no swelling was identified. The reporting physician postulated that since the sensation of swallowing had been affected by the stroke; this may have been the stroke onset that caused the pt to initially go to the hospital rather than any tongue swelling since this was not found on the endoscopy. Thus, the event terms swollen tongue and swollen throat were deleted from the case. Furthermore, the physician confirmed that from his point of view there was no indication of an allergic reaction with the product. The pt left intensive care on (B)(6) 2012. At the time of reporting, the pt was making a good progress, but was still hospitalized. She was making a good recovery, her tracheostomy [tube] was out and she started swallowing. Thus, the outcome of the events was considered resolving. The causality given by the physician: "it was difficult to tie up the relationship between the injection and the stroke due to their temporal relationship." He could see no mechanism caused by the injection that could have caused the stroke; however, due to the temporal relationship the physician could not rule it out. Thus, the causality as per reporter was deemed unlikely related.

Manufacturer narrative:
All the events are unlisted based on the instruction for use leaflet of belotero. As another etiology (stroke) was found causing the pt's status of health, causality is assessed not related to the application to belotero although there is a temporal relationship. Brain stem stroke (brain stem stroke (B)(4), brain stem stroke (B)(4)) [v.15.0]. Causality as per reporter (drug/vaccine): unlikely. Causality as per MFR (drug/vaccine): not related. Difficulty in swallowing (swallowing difficult (swallowing difficult (B)(4), dysphagia (B)(4)}) [v.15.0]. Causality as per reporter (drug/vaccine): unlikely. Causality as per MFR (drug/vaccine): not related. Slight hemiparesis of one arm (hemiparesis (B)(4), hemiparesis (B)(4)) [v.15.0]. Causality as per reporter (drug/vaccine): unlikely. Causality as per MFR (drug/vaccine): not related.